Event description:
A 35 year old male was admitted to the mental health unit on a voluntary basis on 7/4/92. At approximately 6:34 p.m. On 7/5/92 the patient was found lying on the sidewalk in front of the hospital. He was pronnounced dead by an emergency room physician. The patient had been last observed at 6:30 p.m. He apparently cut the aluminum van-guard security screen, opened the window, pushed out the regular screen and then jumped from the 5th floor window of his room. A cutlery knife was found in the room after the eventinvalid data - regarding single use labeling of device. Patient medical status prior to event: fair condition. There was not multiple patient involvement.invalid data - on device service/maintenance. No data - regarding date last serviced. Service provided by: invalid data. Invalid data - service records availability. No imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, other. Results of evaluation: none or unknown. Conclusion: none or unknown. Certainty of device as cause of or contributor to event: maybe. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.